Event description:
The customer contact reported a disconnection. The tubing set was being used to deliver an unspecified chemotherapeutic agent. The option-lok male adapter of the tubing set was connected to a port-a-cath needle. After approximately 1 hr and 15 minutes of delivery, it was reported the nurse noted the option-lok male adapter disconnected from the port-a-cath needle. It was reported that an unspecified volume of solution leaked. The option-lok male adapter and the port-a-cath needle were swabbed with alcohol and reconnected. The therapy was resumed. The solution that spilled was cleaned up according to the user facility's protocol. There were no reported adverse pt effects. No medical interventions were reported. Though requested, no additional info was provided.

Manufacturer narrative:
Due to hazardous contamination, the device will not be returned for investigation. Package labeling states: "use aseptic technique. Remove caps when required and secure connections." This report represents all the info known by the reporter upon query by the hospira personnel. (B) (4).